Event description:
It was reported by service report that the brakes will not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam assembly, brake rod nyliners.